Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1015y, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that though the patient wasn¿t sure why, but they had a few accidents this past weekend because they didn¿t have the urge to go like they usually did since implant. The patient thought they might have a bladder infection. The patient also mentioned they lost a lot of weight and they were worried that the implanted components might have shifted because of that. Additional information received on (B)(6) 2018 indicated that the patient did not have a uti on (B)(6) 2018. The patient device was off. The patient urinalysis was negative. The patient weight was noted as (B)(6) pounds. The device was turned on. We need to see how she does with the device on. The bladder infection was not an underlying urinary dysfunction. There were no further complications reported/anticipated.